Event description:
Per medical records, MRI of the lumbar spine from (B)(6) 2006 shows advanced spondylosis with modic endplate changes at l5-s1. There is moderate degenerative change at l4-5. Patient has small disc protrusion at l2-3 and l3-4 with diminished signal intensity. L1-2 and t12-l1 levels look normal. T11-12 has early degenerative change. On (B)(6) 2008: impression-fairly severe central stenosis at l3-l4 with the canal measuring 7mm. There is bilateral foraminal narrowing at this level as well. Multi-level spondylosis with moderate to advanced endplate changes from c3 to c7-t1. There is degenerative spondylolisthesis of c7 on t1. Patient has moderate disc degeneration at l2-l3 and l3-4 with disc protrusions at both levels. On (B)(6) 2009- exam: CT lumbar spine solid l4-5 interbody fusion with wide decompression and sparse dorsolateral bone. No recurrent central stenosis moderate narrowing of the l5-s1 interspace with central bone showing some linear bridging but certainly less than at l4-5. Minimal dorsolateral bone with wide central decompression moderate adjacent segment disease at l3-4 moderate bilateral si joint degeneration (B)(6) 2009: discograms show concordant reproduction of pain at l2-3 and l3-4, with no pain and a normal looking level at l1-2. On (B)(6) 2010: preoperative diagnosis- l2-l3, l3-l4 and a vertebral disk degeneration l2-l3, l3-l4 herniated nucleus pulposus, status post previous l4 to the sacrum anthrodesis with pseudarthrosis, lumbar stenosis, degenerative lumbosacral spine disease, status post previous l4 to the sacrum anthrodesis with pseudarthrosis and remnant foraminal stenosis, l5-s1 pseudarthrosis post operative diagnosis- l2-l3, l3-l4 and a vertebral disk degeneration l2-l3, l3-l4 herniated nucleus pulposus, status post previous l4 to the sacrum anthrodesis with pseudarthrosis, lumbar stenosis, degenerative lumbosacral spine disease, , status post previous l4 to the sacrum anthrodesis with pseudarthrosis and remnant foraminal stenosis, l5-s1 pseudarthrosis procedures: high left paralumbar retroperitoneal approach, anterior discectomy and interbody fusion l2-l3, l3-l4, fra spacer x2 with bmp, retroperitoneal exposure of the l5-s1 interspace for interbody fusion. Revision lumbar decompression and fusion l2-s1. Complete laminectomy of l3 and l4 bilaterally with medical facetectomy at l2-l3, l3-l4, and l4-l5. Revision decompression l4-l5 and l5-s1 with medical facetectomy and foraminotomies. Removal of segmental fixation l4-s1, posterolateral anthrodesis l2-s1 with autogenous bone to products of local decompression. Segmental fixation l2-s1. Anterior lumbar interbody fusion at l5-s1 with discectomy resection of sclerotic bone, application of bmp and allograft, anterior re troperitoneal exposure of the l5-s1 interspace for interbody fusion per medical records, doctor laid bmp soaked sponges plus crushed allograft bone anterior and right and left to the intervertebral cage at the l5-s1 level. On (B)(6) 2010 findings: patient is status post posterior rod and pedicle screw fusion at l2 through s1 levels. Interbody fusion at the l4-5 and l5-s1 levels. Surgical instrument projects into the anterior aspect of the l2-3 disc space. Single lateral radiograph demonstrates surgical instrument projecting into the anterior aspect of the l5-s1 disc space. Interbody fusion at the l2-l3 through l5-s1 levels. Posterior rod and pedicle screw fusion at those levels as well. Single lateral view of the lumbar spine is obtained portably. There is posterior surgical instrument and retractors noted in the region of the l2-l3 spinous processes posteriorly. Changes of fusion are noted at the l4, l5, and s1 levels with transpedicular screws, posterior stabilization bars and metallic spacer devices in the l4-5 and l5-s1 disc spaces. On (B)(6) 2010: impression-l2-s1 fusion appears unremarkable. No acute abnormalities. On (B)(6) 2010: radiographic evaluation: ap and lateral radiograph of the lumbar spine shows the l2-3 and l3-4 fra spacers anteriorly with the previous titanium cages at l4-5 and l5-s1. Patient appears to be consolidating bone in the interbody positions nicely. He has segmental fixation posteriorly from l2 to s1 with no lucency around instrumentation. On (B)(6) 2010: impression: extensive postoperative changes with intervertebral implants and posterior stabilization hardware now ext ending from l2 through s1. The spinal alignment appears satisfactory without definite evidence of anterolisthesis. On (B)(6) 2011: radiographs show an l2 to the sacrum anterior and posterior fusion construct. Patient appears to have a solid arthrodesis both anterior and posterior at each and every level. On (B)(6) 2013: per medical records, patient called into hospital and reported that (pt) interbody spacer device ¿busted loose.¿

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.